Event description:
The meter was reading in mmo1/l. The customer was not aware. The contact did not allege the customer experienced any adverse events due to the mmo1/l readings. The contact was able to reset the meter to mg/ml, and no product will be returned for evaluation.